Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a plastic surgery procedure on an unknown date and suture was used. Following the procedure, the suture broke after leaving the facility. It was not reported if the physician re-operated on the patient. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent a plastic surgery procedure on (B)(6) 2015 and suture was used. During the week following the surgery, the suture broke. The patient underwent re-suturing of the skin in the physician¿s office.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.